Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) via a manufacturer representative (rep) regarding a patient who was receiving morphine (15 mg/ml at a dose of 21.965 mg/day) via an implantable pump used for an unknown indication for use. On an unknown date, the reservoir volume was higher than expected. The exact volumes were not reported. A refill was performed as an intervention. Additional information received on 2016-06-14 reported "everything is fine".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.